Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient rep called stating the event was (B)(6), the issue with the chest did subside after about an hour or so. Patient saw the nurse of the neurologist on (B)(6) and had adjustments helped with tremors. Caller states the patient had not followed up with anyone for several years with the dbs. Patient has not had any further incidents with the chest. Patient has scheduled appointment with hcp in (B)(6).

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller states patient turns therapy off at night and on in the morning. This morning, caller went over to patient and turned therapy on and patient said it feels very different than usual. Patient usually does not feel any different when therapy is on. Caller states feeling a tingling in arms, head and where the device is implanted in patient's chest, like a weight on it. Caller mentioned seeing a button on the handset that said revert to original settings and they hit that but patient was having symptoms before they hit the revert button. Then caller states they do not think they hit the revert button. During the call, it was found caller did not hit that revert button and therapy was on and at 1.85 left and 2.55 right. Patient has not had any falls or trauma. Caller states patient is 50-75% charged and therapy is on. Agent redirected to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.